Event description:
A malfunction was reported with the display showing malfunction code 12, and technical support provided assistance to reset the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using the pump and instructed to call back if the malfunction recurred, which the customer acknowledged and understood.